Event description:
Patient presented with a bulge--assumed recurrence of hernia. During surgery, the implanted mesh was found to have ring that was frayed and coiled up. Piece of ring was removed.

Manufacturer narrative:
The subject product has been received, and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.